Event description:
It was reported from (B)(6) that the motor device did not spin cutters. The event was not reported to have occurred during surgery. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. It was not reported if there were injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the locking components were worn and did not secure the cutter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.